Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. The pt has a history of coronary artery disease, renal insufficiency and av stenosis. Recently it was reported that the stent graft had migrated and is currently 3 cm below the level of the right renal artery where previously it had only been 1.5 cm and the aneurysm had enlarged from 4.4 cm to 5.2 cm. The dr requested a talent aortic cuff under ide (g020050) for repair of the migration. The talent aortic cuff was implanted 6 days ago and successfully resolved the migration with no endoleaks present. No additional info was received and it was reported that the pt is fine.